Manufacturer narrative:
The actual devices were not available; however, three (3) photographs of samples were provided for evaluation. Visual inspection of the photographs revealed a leak at the middle port in each photograph. The reported condition was verified. The cause of the condition could not be determined through examination of the photographs. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the middle port. The leak was discovered during set up/preparation. There was no patient involvement. No additional information is available.